Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a potential for a difference between sensor glucose vs blood glucose was out of limit. The blood glucose value was 270 mg/dl, and the sensor glucose value was 180 mg/dl at the time of the event. The average sensor glucose vs blood glucose difference was 40 %. The customer reported skin inflammation/ irritation which did not require treatment. The event involved product(s) mmt-7040c1. Troubleshooting was performed. Customer stated the insulin delivery was not suspended. However, the discrepancy between sensor glucose vs blood glucose which was not within range. Customer stated that was not taken medication such as acetaminophen, paracetamol or hydroxyurea. Customer reported a loss of communication between the transmitter and the pump. Customer reported an issue with the insertion site. No further patient complications were reported. The customer will continue use of the device. Product return for mmt-7040c1 is not expected.